Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV primed with the extension set without difficulty. When connected to the angiocath the nurse noticed the IV was leaking at the end of the male luer. A new smart site cap was changed however the line continued to leak. No patient harm reported.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the IV primed without difficulty with the extension set; when it was connected to the angiocath, it started leaking . The leak was noticed at the end of the male luer. No patient harm reported.